Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ infusion adapter c100j leaked. No serious injury or medical intervention.

Event description:
It was reported that bd phaseal¿ infusion adapter c100j leaked. No serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Through visual inspection of the sample, no defects were observed. The spike of the IV and the injector were not found to detach from the c100 infusion adapter through testing. As a lot number was unavailable for this incident, a production history review could not be completed and additional retained samples could not be investigated. Based on the investigation results, a cause for the reported incident could not be determined. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.